Manufacturer narrative:
(B)(4). The device history record of batch number 74m2101787 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications.

Event description:
Air heard hissing from pleurevac. Air leak noted. Entire pleurevac changed and then no issue. No visible crack but air leak from red/blue connector. The same issue has happened with all of these chest drains. 2 of the 6 were used in a clinical setting. The remaining drains were tested outside of using on a patient and the customer found similar issues on them.